Event description:
The user facility reported during surgery the tip of the instrument broke in the patient's nose. They removed the tip of the instrument with suction. There was no patient injury reported.